Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). It was indicated that the device is not returning ; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model zcb00 21.5 diopter) was explanted from patient¿s right eye in secondary surgical procedure because of patient experiencing decreased visual acuity and myopia. Reportedly another lens with zcb00 lower diopter 20.0 was used as the replacement lens. There was no incision enlargement, no sutures, no vitrectomy required. Patient was doing fine, stable at discharge. Visual acuity pre-op (pre- initial implant) (B)(6) 2018 (20/60 +2). Visual acuity post-op (post- initial implant) (B)(6) 2019 (20/150). Visual acuity post-op (post-replacement) (B)(6) 2019 (20/50+2). No further information provided.